Manufacturer narrative:
An event of low blood pressure/ hypotension and pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, a 16mm amplatzer amulet occluder was chosen for a left atrial appendage occlusion (laao) procedure in a very challenging laa anatomy using a 12f amplatzer amulet delivery sheath. During procedure, heparin was administered, after trans septal puncture, a pericardial effusion was visible on echocardiogram (echo) and a percutaneous pericardiocentesis was performed. The pericardial effusion led to cardiac tamponade. The implanter thought that the effusion was came from the left atrial appendage and decided to implant the 16mm amulet. Protamine was administered, but pericardial effusion kept on growing. A surgical treatment was performed, only under xiphoidal access. The patient's blood pressure resolved. The amulet remained implanted. After the procedure, the patient remained stable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure in a very challenging laa anatomy using a 12f amplatzer amulet delivery sheath. During procedure, heparin was administered, after trans septal puncture, a pericardial effusion was visible on echocardiogram (echo) and a percutaneous pericardiocentesis was performed. The pericardial effusion led to cardiac tamponade. When the effusion was noted, the delivery system was in left atrium and the implanter thought that the effusion was came from the left atrial appendage and decided to implant the 16mm amulet. Protamine was administered, but pericardial effusion kept on growing. A surgical treatment was performed, only under xiphoidal access. The patient's blood pressure resolved. The amulet remained implanted. After the procedure, the patient remained stable. The patient was reported stable in the hospital.